Manufacturer narrative:
UDI related data quality updates only: model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported arrhythmia could not be conclusively determined.

Event description:
During a pacemaker procedure, a ventricular tachycardia occurred due to intraoperative catheter stimulation, and caused a shift of the inquiry diagnostic catheter, which was used as a temporary measure, and stopped. The patient originally had symptoms of ventricular tachycardia, and while the procedure was proceeding with an inquiry diagnostic catheter placed as a temporary, ventricular tachycardia occurred due to stimulation from the catheter. The case was continued and successfully completed, after pacing and resolution of the ventricular tachycardia, with the inquiry diagnostic catheter and a non-abbott catheter (amj).